Event description:
Related manufacturer reference number: 2017865-2022-48548. During a clinic follow-up, episodes of noise resulting in oversensing were observed on both the right ventricular (rv) and right atrial (ra) lead. Provocative testing was performed, but the noise was unable to be confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Device history records were not available for review.